Event description:
It was reported to philips that the device unexpectedly transitioned into service mode when 170j was selected during operational testing. It was further noted that the high energy output did not match the therapy knob selection. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty encoder on the therapy switch. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy switch. The therapy switch was replaced and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device unexpectedly transitioned into service mode when 170j was selected during operational testing. It was further noted that the high energy option did not match the therapy knob selection. There was no patient involvement.